Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). No charge oob / repair (B)(4). After investigation, the device module run time was 0 hours. This device meets the criteria per (B)(4) out-of-box failure processing document (B)(4) for restocking back to finished goods warehouse. (B)(4). Problem description: won't power on/possible bad left iui. Description: 8100, lvp m2 lab observations (condition of unit as received): the module was received in good condition. Investigation summary: confirmed complaint of iui connector, but it was the left side defective. Issue was smashed plastic division divider to the pin contacts prevented mating contact with pcu. Conclusion: root cause not confirmed other than handling issue, but unknown as to origin. Rework: none. Already replaced in the ops labs. Disposition: route to service for normal process. (B)(4). No rework needed